Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient had a severe infection in it and they were trying to get antibiotics. Caller said the infection started on tuesday night when the patient started having pain and the area was a little bit red. Patient put peroxide on it and tried to clean it and it swelled out about 2 inches out of its back like a big old knot. Patient mentioned that they saw their healthcare provider (hcp) on monday and they were doing well, they already contacted their hcp again and they were waiting for their call. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. They reported that since the implant, the patient has had ongoing issues with persistent infections that are said to be related to the implantation of the interstim system. Per the patient's wife, the patient has been through 3 courses of antibiotics which hasnot resolved the issue and now the patient is being admitted to the hospital due to a diagnosis of sepsis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.